Event description:
It was reported by the representative that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was rpeorted that the clip applier would not close. The case was completed with another device. There was no pt consequence.